Manufacturer narrative:
We have received the complaint device for evaluation. When the common carotid balloon was inflated with recommended volume of 1.5 ml of water using a syringe, the balloon inflated properly. When we attempted to deflate the balloon, it failed to deflate. We observed that the balloon walls had covered the inflation holes preventing the water from entering into the inflation lumen. As a result, the balloon could not deflate. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Our manufacturing team does conduct 100% inspection on each device and tests them for balloon functionality. Each balloon is inspected to ensure they inflate and deflate properly. It is possible that during manufacturing, the balloon of this shunt was poorly assembled which could have led to this issue. There was no harm to the patient as the result of the incident. Surgeon used another f3-s shunt to complete the procedure.

Event description:
After completion of endarterectomy, while placing the blue common carotid shunt in cca and tried to remove the shunt but the blue balloon wasn't deflated.